Event description:
It was reported that the patient's right ventricular (rv) lead exhibited myopotential oversensing. Afterwards, the patient presented in clinic following a fall, where it was discovered that their rv lead dislodged. No intervention was performed. The patient had no adverse consequences due to the event.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited failure to capture at max outputs. The rv lead was explanted and replaced. The patient was stable throughout.